Event description:
Due to network failure the patient may have been underdosed, however, we are unsure whether the dose was within clinically acceptable limits.

Manufacturer narrative:
The investigation into this incident is on-going at this time. Once the investigation is complete, elekta will forward additional information to the FDA.

Manufacturer narrative:
Mistreatment was a 30mu under dose. A course of imrt for the prostate typically involves a total dose of 64gy and above. 30mu represents a very small percentage. Clinicians are unlikely to take corrective action for such a small under dose. No further information received from the hospital on the patient outcome. The manufacturer has completed it's investigation. It has not been possible to reproduce the issue of the network failure and an analysis of the log files did not lead to the root cause being found. No further incidents have occurred since the site turned off intellimax. The customer has been advised to consider upgrading to the latest intellimax agent. The site is not using a standard network configuration. All elekta linacs are connected to the same virtual network and it has been recommended to install an nss for each machine. This is the manufacturer's final report.